Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer reported insulin pump rejected new batteries during replacement and battery life lasts 4 days. Customer also stated that, buttons stick, effecting insulin delivery and received unexplained no delivery alarms. No harm requiring medical intervention was reported. Attempt for troubleshooting was done and performed and the customer stared that, insulin pump working fine. It was unknown whether customer will continue use of the device or not and insulin pump will not be returned for analysis

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. Retainer ring = black; case type = ngp. Customer returned pump for an alleged charge/battery lasts less than expected, keypad unresponsive, failed battery test and no delivery/occlusion alarm - unknown timing on 29-nov-2022. Unit passed active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed sleep current measurement test due to high current due to moisture damage on the electronic assembly. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on 11/30/2022 at 03:43:00.000 and replace battery alert on 11/30/2022 at 13:14:00.000. In further full review found one no delivery alarm in the pump history on 11/28/2022 at 18:28:03.000 during bolus. No ¿no delivery alarm¿ during testing. The electronic assembly, battery cap and battery tube were inspected and moisture damage was noted on pcba 1 and pcba 2. The following were noted during visual inspection: end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Charge/battery lasts less than expected and unexpected battery power loss were confirmed due to moisture damage on pcba 1 and pcba 2. Keypad unresponsive, failed battery test and no delivery/occlusion alarm - unknown timing were not confirmed during testing. Retainer ring = black; case type = ngp. Customer returned pump for an alleged charge/battery lasts less than expected, keypad unresponsive, failed battery test and no delivery/occlusion alarm - unknown timing on 29-nov-2022. Unit passed active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed sleep current measurement test due to high current due to moisture damage on the electronic assembly. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on 11/30/2022 at 03:43:00.000 and replace battery alert on 11/30/2022 at 13:14:00.000. In further full review found one no delivery alarm in the pump history on 11/28/2022 at 18:28:03.000 during bolus. No ¿no delivery alarm¿ during testing. The electronic assembly, battery cap and battery tube were inspected and moisture damage was noted on pcba 1 and pcba 2. The following were noted during visual inspection: end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Charge/battery lasts less than expected and unexpected battery power loss were confirmed due to moisture damage on pcba 1 and pcba 2. Keypad unresponsive, failed battery test and no delivery/occlusion alarm - unknown timing were not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.